Manufacturer narrative:
Company comment: the serious expected events of infection and nodule at implant site were considered possibly related to the treatment. Seriousness criteria include the need for multiple medical interventions to prevent permanent damage. The potential root cause includes injection procedure associated with inadequate aseptic technique. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 23-mar-2023 by a physician which refers to a 50-year-old male patient. The patient was healthy. No information about concomitant medication or history of allergies has been provided. The patient did not perform any other injectable treatments in the past and he had previously received treatment with fractional co2. On an unknown date in 2020 (approximately 3 years ago from date of report), the patient received treatment with total 3 vials of sculptra to face and angle of the mandible using a cannula (unknown lot number, injection technique). The patient was injected with 1 vial of sculptra with an interval of 30 to 40 days between sessions. The sculptra was diluted as recommended by galderma. After the treatment, the patient experienced infection (implant site infection) for 1 year and a half where the cannula was introduced to apply sculptra. A few months ago (reported at initial reporting), the patient had also experienced poorly delimited hardened nodules (implant site nodule) in the injected region, right mandible angle, and central part of the left side of the face. As a corrective treatment, the patient received unspecified antibiotic for 14 days and prednisone [prednisone] for 21 days. The reporting physician was unable to wean the patient off the medication because nodules were created where the cannula of the product was introduced. When treatment ceased, the adverse effect returned. The reporting physician also informed that the infection did not improve. The patient underwent face tomography and unspecified laboratory tests and the results were reported as without alterations. On (B)(6) 2023, the patient contacted the reporting physician to inform that the reaction at the sculptra application site were returning. According to the reporter, the patient already used corticoid for almost 60 days, antibiotics praiva [moxifloxacin hydrochloride] 400 mg and clindamicin [clindamycin hydrochloride] 300 mg for 30 days. Currently, the patient was weaning off the corticoid, with only 20 mg of prednisone and the reactions reappeared on (B)(6) 2023. On (B)(6) 2023, the physician informed that the patient did not undergo other injectable treatments, only the treatment with sculptra. During contact with galderma medical consultant, the physician reported that she had the difficulty in differentiating whether the case was about granuloma or biofilm. After discussion, the physician informed that she would change the form of treatment, extend the time of the antibiotic, and reduce the dose of corticoid. The physician also reported that they will perform a biopsy on the patient for better elucidation. Outcome at the time of the report: infection was not recovered/not resolved/ongoing. Hardened nodules was not recovered/not resolved/ongoing. Tracking list: v.0 initial v.1 fu received on 28-mar-2023 from the same reporter. Verbatim of event implant site nodule updated. Suspect device implant date, volume, location, lab tests and corrective treatment details was updated. V.2 fu received on 01-may-2023 and 04-may-2023 from the same reporter: case was upgraded to serious. Event location, recurrence of events, outcome, corrective treatment and narrative details were updated.